Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain'), uterine perforation ('malposition of the iud with penetration and perforation of the right fundal myometrium and extension of the comp into the parametrium.') And device dislocation ('malposition of the iud with penetration and perforation of the right fundal myometrium and extension of the comp into the parametrium.') In an adult female patient who had essure (batch no. 646522) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didn¿t undergone essure confirmation test.". The patient's medical history included pelvic pain, abdominal pain, vaginal bleeding, obesity, migraine, orthostatic dizziness, chlamydial infection, right upper quadrant pain, allergic rhinitis, streptococcal pharyngitis, tonsillitis, rash, itching, ankle edema, muscle edema, genital bleeding, ovarian cyst, insomnia, skin dry, headache, sore throat, fever, vomiting, malaise, streptococcal pharyngitis, lymphoid tissue hyperplasia, tonsillar hypertrophy, cramp in lower abdomen, heavy periods, grand multiparity, constipation and hyperplasia. Previously administered products included for an unreported indication: ovcon. Concurrent conditions included asthma, uterine bleeding, asthma, knee pain and endometrial polyp. Concomitant products included ethinylestradiol;norelgestromin (ortho evra), levonorgestrel (mirena), nsaids, ondansetron hydrochloride (zofran), paracetamol (acetaminophen), salbutamol (proventil hfa) and sumatriptan. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression/psych injury"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), constipation ("constipation") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), obesity ("obesity"), genital haemorrhage ("gen. Abnormal bleed"), urinary tract infection ("uti ") and post procedural complication ("post removal complications: yes"). The patient was treated with surgery (hysterectomy (full) with salpingectomy (bilateral removal of fallopian tubes) and hysterectomy with bilateral salpingectomy:). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, migraine, weight increased, abdominal pain, genital haemorrhage and urinary tract infection had resolved and the uterine perforation, device dislocation, depression, anxiety, headache, dyspareunia, fatigue, constipation, obesity and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, constipation, depression, device dislocation, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, obesity, pelvic pain, post procedural complication, urinary tract infection, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: 1.5 coils were visualized at the left tubal ostium and 5 coils were visualized at the right tubal ostium. Discrepancy noted for mirena: on date (B)(6) 2009 iud removed with ring forceps but on date (B)(6) 2009 abnormal vaginal bleeding-as a complication of mirena insertion. Pt refusing to get iud removed case no. (B)(4) is a mirena case linked to this case. Treatment received for gen abnormal bleeding, uti, pelvic pain, migraine, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.5 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : abnormal vaginal bleeding, headaches, migraine, constipation, abdominal pain, weight gain,uterine perforation . Most recent follow-up information incorporated above includes: on 19-apr-2021: medical record received: new event perforation of uterus and device dislocation added. Reporter information and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain') and uterine perforation ('malposition of the iud with penetration and perforation of the right fundal myometrium and extension of the comp into the parametrium.') In an adult female patient who had essure (batch no. 646522) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didn¿t undergone essure confirmation test.". The patient's medical history included pelvic pain, abdominal pain, vaginal bleeding, obesity, migraine, orthostatic dizziness, chlamydial infection, right upper quadrant pain, allergic rhinitis, streptococcal pharyngitis, tonsillitis, rash, itching, ankle edema, muscle edema, genital bleeding, ovarian cyst, insomnia, skin dry, headache, sore throat, fever, vomiting, malaise, streptococcal pharyngitis, lymphoid tissue hyperplasia, tonsillar hypertrophy, cramp in lower abdomen, heavy periods, grand multiparity, constipation and hyperplasia. Previously administered products included for an unreported indication: ovcon. Concurrent conditions included asthma, abnormal uterine bleeding, asthma, knee pain and endometrial polyp. Concomitant products included ethinylestradiol;norelgestromin (ortho evra), levonorgestrel (mirena), nsaids, ondansetron hydrochloride (zofran), paracetamol (acetaminophen), salbutamol (proventil hfa) and sumatriptan. In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("menorrhagia"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression/psych injury"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), constipation ("constipation") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), obesity ("obesity"), genital haemorrhage ("gen. Abnormal bleed"), urinary tract infection ("uti ") and post procedural complication ("post removal complications: yes"). The patient was treated with surgery (hysterectomy (full) with salpingectomy (bilateral removal of fallopian tubes) and hysterectomy with bilateral salpingectomy:). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, migraine, weight increased, abdominal pain, genital haemorrhage and urinary tract infection had resolved and the uterine perforation, depression, anxiety, headache, dyspareunia, fatigue, constipation, obesity and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, constipation, depression, dyspareunia, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, migraine, obesity, pelvic pain, post procedural complication, urinary tract infection, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: 1.5 coils were visualized at the left tubal ostium and 5 coils were visualized at the right tubal ostium. Discrepancy noted for mirena: on date (B)(6) 2009 iud removed with ring forceps but on date (B)(6) 2009 abnormal vaginal bleeding-as a complication of mirena insertion. Pt refusing to get iud removed case no. (B)(4) is a mirena case linked to this case. Treatment received for gen abnormal bleeding, uti, pelvic pain, migraine, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.5 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : abnormal vaginal bleeding, headaches, migraine, constipation, abdominal pain, weight gain,uterine perforation . Lot number: 646522 manufacturing date: 2009-06 expiration date: 2012-06. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 3-may-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain') in an adult female patient who had essure (batch no. 646522) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didn¿t undergone essure confirmation test.". The patient's medical history included pelvic pain, abdominal pain, vaginal bleeding, obesity, migraine, orthostatic dizziness, chlamydial infection, right upper quadrant pain, allergic rhinitis, streptococcal pharyngitis, tonsillitis, rash, itching, ankle edema, muscle edema, genital bleeding, ovarian cyst, insomnia, skin dry, headache, sore throat, fever, vomiting, malaise, streptococcal pharyngitis, lymphoid tissue hyperplasia, tonsillar hypertrophy, cramp in lower abdomen, heavy periods and grand multiparity. Previously administered products included for an unreported indication: ovcon. Concurrent conditions included asthma, uterine bleeding, asthma, knee pain and endometrial polyp. Concomitant products included ethinylestradiol;norelgestromin (ortho evra), levonorgestrel (mirena), nsaids, ondansetron hydrochloride (zofran), paracetamol (acetaminophen), salbutamol (proventil hfa) and sumatriptan. In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2009, the patient had essure inserted. In january 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), constipation ("constipation") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced obesity ("obesity"). The patient was treated with surgery (hysterectomy (full) with salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain had resolved and the depression, anxiety, migraine, headache, dyspareunia, fatigue, weight increased, constipation and obesity outcome was unknown. The reporter considered abdominal pain, anxiety, constipation, depression, dyspareunia, fatigue, headache, menorrhagia, migraine, obesity, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: 1.5 coils were visualized at the left tubal ostium and 5 coils were visualized at the right tubal ostium. Discrepancy noted for mirena: on date (B)(6) 2009 iud removed with ring forceps but on date (B)(6) 2009 abnormal vaginal bleeding-as a complication of mirena insertion. Pt refusing to get iud removed case no. 2019-115299 is a mirena case linked to this case. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.5 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : abnormal vaginal bleeding, headaches, migraine, constipation, abdominal pain, weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain') in an adult female patient who had essure (batch no. 646522) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didn¿t undergone essure confirmation test." The patient's medical history included pelvic pain, abdominal pain, vaginal bleeding, obesity, migraine, orthostatic dizziness, chlamydial infection, right upper quadrant pain, allergic rhinitis, streptococcal pharyngitis, tonsillitis, rash, itching, ankle edema, muscle edema, genital bleeding, ovarian cyst, insomnia, skin dry, headache, sore throat, fever, vomiting, malaise, streptococcal pharyngitis, lymphoid tissue hyperplasia, tonsillar hypertrophy, cramp in lower abdomen, heavy periods and grand multiparity. Previously administered products included for an unreported indication: ovcon. Concurrent conditions included asthma, uterine bleeding, asthma, knee pain and endometrial polyp. Concomitant products included ethinylestradiol;norelgestromin (ortho evra), levonorgestrel (mirena), nsaids, ondansetron hydrochloride (zofran), paracetamol (acetaminophen), salbutamol (proventil hfa) and sumatriptan. In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression/psych injury"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), constipation ("constipation") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced obesity ("obesity"), genital haemorrhage ("gen. Abnormal bleed"), urinary tract infection ("uti ") and post procedural complication ("post removal complications: yes"). The patient was treated with surgery (hysterectomy (full) with salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, migraine, weight increased, abdominal pain, genital haemorrhage and urinary tract infection had resolved and the depression, anxiety, headache, dyspareunia, fatigue, constipation, obesity and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, constipation, depression, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, obesity, pelvic pain, post procedural complication, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: 1.5 coils were visualized at the left tubal ostium and 5 coils were visualized at the right tubal ostium. Discrepancy noted for mirena: on date (B)(6) 2009 iud removed with ring forceps but on date (B)(6) 2009 abnormal vaginal bleeding-as a complication of mirena insertion. Pt refusing to get iud removed case no. (B)(4) is a mirena case linked to this case. Treatment received for gen abnormal bleeding, uti, pelvic pain, migraine, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.5 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : abnormal vaginal bleeding, headaches, migraine, constipation, abdominal pain, weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pif received. New events added: post removal complications, gen abnormal bleeding, uti. Outcome of previously added events migraine, weight gain were updated to recovered/resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain') in an adult female patient who had essure (batch no. 646522) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didn¿t undergone essure confirmation test." The patient's medical history included pelvic pain, abdominal pain, vaginal bleeding, obesity, migraine, orthostatic dizziness, chlamydial infection, abdominal pain upper, allergic rhinitis, streptococcal pharyngitis, tonsillitis, rash, itching, ankle edema, muscle edema, genital bleeding, ovarian cyst, insomnia, skin dry, headache, sore throat, fever, vomiting, malaise, streptococcal pharyngitis, lymphoid tissue hyperplasia, tonsillar hypertrophy, abdominal pain lower, heavy periods and grand multiparity. Previously administered products included for an unreported indication: ovcon. Concurrent conditions included asthma, uterine bleeding, asthma, knee pain and endometrial polyp. Concomitant products included ethinylestradiol;norelgestromin (ortho evra), levonorgestrel (mirena), nsaids, ondansetron hydrochloride (zofran), paracetamol (acetaminophen), salbutamol (proventil hfa) and sumatriptan. In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), constipation ("constipation") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced obesity ("obesity"). The patient was treated with surgery (hysterectomy (full) with salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain had resolved and the depression, anxiety, migraine, headache, dyspareunia, fatigue, weight increased, constipation and obesity outcome was unknown. The reporter considered abdominal pain, anxiety, constipation, depression, dyspareunia, fatigue, headache, menorrhagia, migraine, obesity, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: 1.5 coils were visualized at the left tubal ostium and 5 coils were visualized at the right tubal ostium. Discrepancy noted for mirena: on date (B)(6) 2009 iud removed with ring forceps but on date (B)(6) 2009 abnormal vaginal bleeding-as a complication of mirena insertion. Pt refusing to get iud removed case no. (B)(4) is a mirena case linked to this case. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.5 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : abnormal vaginal bleeding, headaches, migraine, constipation, abdominal pain, weight gain. Most recent follow-up information incorporated above includes: on 7-jun-2019: pfs and mr received. Reporter information were added. Lot number were added. Date of removal were added. This case become incident. Medical history, historical drug and concomitant drug were added. Event: abnormal bleeding (vaginal), menorrhagia, depression and mental anguish, migraines, headaches, dyspareunia (painful sexual intercourse), fatigue, weight gain, constipation, abdominal pain, obesity and patient didn¿t undergone essure confirmation test. Were added. Event verbatim were updated as physical pain/pain. Outcome of the event physical pain/pain were updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.